Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. Evaluation summary: baxter service center received the device and performed visual inspection and functional testing. The customer reported problem of a frayed umbilical cable was confirmed. It was unknown what caused the damaged umbilical cable. The umbilical cable was replaced to correct this condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.

Event description:
The facility reported an automix 3+3/as compounder with a frayed umbilical cable. This condition was noticed during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.